Event description:
Subsequent to the initial medwatch report additional information received indicates that the patient underwent endovascular abdominal aortic aneurysm (aaa) repair, common femoral artery access obtained via open exposure and vessel closure was attempted with the prostar xl device. Reportedly, a small right common femoral artery (rcfa) pseudoaneurysm occurred and it was reported that the plan was only to observe it. Additionally, left common femoral artery (lcfa) bleeding occurred and was treated with open repair. Though requested, no additional information was provided.

Event description:
It was reported that a physician, trained in the use of the prostar device, attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the prostar knot didn't tighten enough and a surgical cut-down procedure was performed to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.(date of event): the date of (B)(6) 2010 is being used as a best date estimate, as the reporter did not provide any date information.